Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the clip was not confirmed. Production record and corrective and preventive action (CAPA) database reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a transcatheter arterial chemoembolization interventional procedure with a 5f sheath. Reportedly, the clip did not release. The safety release was activated and the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.